Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient's mother that after two days of wear the patient was experiencing pain at the site. When they took the pod off it looked like the needle had come back out and was sticking into the patient's skin.

Manufacturer narrative:
The device was received with the formed needle exposed. The pink slide was not fully visible in the top housing window, and the linkage assembly was observed to be in a partially deployed position. After opening the device, the needle mechanism moved into the fully deployed position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was interfering with the top housing. This interference was caused by damage on the linkage rivet. The needle mechanism was reset to the not deployed position using a lock and load fixture and the device functioned as intended during manual deployment. The damaged linkage prevented the needle mechanism from deploying as intended and caused the exposed needle, and therefore is the root cause of the reported pain during insertion and needle mechanism failure. The formed needle was observed to be damaged. The timing and cause of the damage could not be conclusively determined.